Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The insulin pump was received =with cracked end cap, minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the insulin pump had crack on the battery port. The customer's blood glucose was 189 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.